Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the service indicator is present with two event codes logged in the memory of their device. The event codes logged are related to a potential failure of the device to deliver defibrillation energy and potential partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The therapy pcba was replaced to resolve the issue. The root cause is a shorted q7 transistor in the h-bridge. The device passed performance inspection procedure and was returned to the customer for use.

Event description:
The customer contacted stryker to report that the service indicator is present with two event codes logged in the memory of their device. The event codes logged are related to a potential failure of the device to deliver defibrillation energy and potential partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient involvement reported with the event.